Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. A lumenis healthcare professional evaluated the reported event details concluded that probable a wrong filter used during the treatment to be the contributory cause of the reported event. Based on above probable cause of the reported events to be operator error, a failure on the part of the device operator to follow user maintenance as described in the device labeling. The user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found that all their subject devices had been serviced within six months of the date of the adverse event. The user facility does maintain a current service contract for all their subject device. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Subject device malfunction is not the suspected root cause of the event reported. This complaint has been determined to be reportable per MDR as medical intervention was required to preclude permanent impairment.

Event description:
A user facility reported that one (1) patient sustained a burn of third degree to an right hand anatomical area following ipl treatment with a lumenis m22 laser. No report of serious injury received except for the initial report from the user facility. Physician prescribed medication inderal and lexapro to the patient prophylactic for symptom relief.